Manufacturer narrative:
A field service engineer (fse) was troubleshooting an optics fluctuation error on the architect c4000, serial #(B)(6)and observed a blockage in the nozzle 1 tubing. The fse was attempting to clean the blockage and the pressure from hcw tubing splashed the fse¿s face, near the mouth, and on the fse¿s arm. The fse was wearing proper protection equipment (ppe). The fse immediately washed with soap and water. The tbg, external hc waste (rohs)_ and waste pump fittings (rohs)_ were cleaned (unblocked) , resolving the issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) was performing troubleshooting for an optics fluctuation error on the architect c4000 instrument when liquid sprayed out of the tubing on the back of the analyzer. When performing a flush, the fse noticed that nozzle 1 was bubbling up and not draining appropriately. The fse pulled out the hc waste tubing and when the biohazardous liquid sprayed, it came in contact with the fse¿s face, near the mouth, and on the fse¿s arm. The fse was wearing personal protective equipment and washed with water. There was no impact to analytical / patient result data, patient management or user safety.